Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a jagwire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the physician noted that the coating of the guidewire "shredded" outside the pt. The physician completed the procedure with another jagwire. There were no pt complications reported as a result of this event and pt status post procedure is reported to be "fine".